Event description:
It was reported that the device may have a potential performance issue because elective replacement indicator (eri) occurred at 3 years, 2 months, however 23 appropriate shocks were delivered also. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 6721s-50 lead, implanted: (B)(6) 2012, 672625 adaptor, implanted: (B)(6) 2012, 6947 lead, implanted: (B)(6) 2012, 5076-58 lead, implanted: (B)(6) 2005. (B)(4).